Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was unable to open. The field service engineer has confirmed that the no failed hardware has been present and has found no problems with the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.